Manufacturer narrative:
As no further information concerning this report is currently available, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator was evaluated in the emergency room due to a syncopal episode. Further information was received that the device was evaluated. The field rep reported that there were no stored episodes and the device evaluation and function were normal. However, the cause of the syncope remains unk. The system remains in service.